Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, 1 additional implanted mitraclip. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the event. The reported patient effects of worsening mr and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of tissue damage appears to be related to procedural conditions, as the clip closing on the patients thin leaflet likely caused the perforation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the leaflet tear that occurred after clip deployment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. One clip was implanted, reducing the mr to 2. The second clip delivery system (cds) was advanced for lateral placement. During the closing maneuver, the mr jet decreased, but after deployment, a large mr jet was present again. It was observed that the anterior clip arm had perforated the anterior leaflet. The mr returned to 3-4. The procedure was discontinued and the patient was transferred to ICU. The patient is currently stable, and will possibly be treated with mitral valve surgery on a later date. No additional information was provided.